Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a section of the main tube with light material removed. The damaged area is 1.5 inches long and parallel to the tube axis, with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during cleaning the fenestrated bipolar forceps, instrument was found to have a splintered shaft. No additional information was provided. No patient harm, adverse outcome or injury was reported.